Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they received a compromised force sensor system alarm. The alarm occurred during the prime process. The insulin was squirting out during the manual prime process. The customer¿s blood glucose level was 154 mg/dl. Troubleshooting was performed. The drive support cap appeared to be normal. They did not press the cap while connected. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised forced sensor alarm due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. Motor passed motor test. Unit had bleeding lcd glass, minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.